Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("device migration"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("excessive and abnormal bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("chronic pelvic pain"), abdominal pain ("sever abdominal pain"), headache ("headaches"), depression ("depression"), fatigue ("fatigue"), weight increased ("weight gain") and migraine ("migraines"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on unspecified date, patient had partial hysterectomy, partial oopllorectomy.bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, abdominal pain, headache, depression, fatigue, weight increased and migraine outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain, depression, device dislocation, fatigue, genital haemorrhage, headache, migraine, pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 17-aug-2018: summons received. Following event: chronic pelvic pain, weight gain and migraines were added. Reporter added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('device migration'), embedded device ('the shorter segment has an attached essure coil embedded within the tissue'), pregnancy with contraceptive device ('pregnancy with contraceptive device/pregnancy (termination)') and genital haemorrhage ('excessive and abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 1 ((B)(6) 2010). Previously administered products included for an unreported indication: mirena from 2010 to (B)(6) 2015. Concurrent conditions included low grade squamous intraepithelial lesion. Concomitant products included ibuprofen from (B)(6) 2015 to (B)(6) 2016, ibuprofen from (B)(6) 2015 to (B)(6) 2016 and levonorgestrel (mirena) since (B)(6) 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), headache ("headaches"), migraine ("migraines"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6)2015, the patient was found to have weight increased ("weight gain"). In (B)(6) 2015, the patient experienced hot flush ("hot flashes"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain / chronic"), depression ("depression"), fatigue ("fatigue") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy and on unspecified date, patient had partial hysterectomy, partial oophorectomy. Bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, embedded device, pregnancy with contraceptive device, genital haemorrhage, pelvic pain, depression, fatigue and dysmenorrhoea outcome was unknown and the abdominal pain, headache, weight increased, migraine, hot flush, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 1. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as elective abortion. The reporter considered abdominal pain, depression, device dislocation, dysmenorrhoea, embedded device, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion.. Pathology test - on (B)(6) 2016. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and medical record received. Product indication updated. Events- the shorter segment has an attached essure coil embedded within the tissue, hot flashes, abnormal bleeding (vaginal), menorrhagia and dysmenorrhea (cramping) were added. Pregnancy outcome updated. Event clubbed: pregnancy with contraceptive device/pregnancy (termination)reporters, medical history, lab data, historical and concomitant drugs were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ("device migration"), pregnancy with contraceptive device ("pregnancy with contraceptive device") and genital haemorrhage ("bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), headache ("headaches"), depression ("depression") and fatigue ("fatigue"). The patient was treated with surgery (on unspecified date, patient had partial hysterectomy and partial oophorectomy). Essure was removed. The reporter considered abdominal pain, depression, device dislocation, fatigue, genital haemorrhage, headache and pregnancy with contraceptive device to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.